Manufacturer narrative:
B3: the actual event date is unknown, therefore 03-oct-2024 is used as the event date. H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak. Please note that the same patient was captured in medwatch report number 2017233-2024-05422 and 2017233-2024-05423. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent an endovascular treatment of an impending rupture of the descending aorta using two gore® tag® conformable thoracic stent graft with active control system. A gore® dryseal flex introducer sheath was advanced from the left side, but the sheath caught on a distal anastomosis of a y graft. (The y graft had been implanted in 2005.) A several attempts including pta were tried but the sheath was not advanced to an intended position. The right side was cut down and an access site was changed to the right side. Pta was performed to a gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device), which had been implanted in the right iliac artery on (B)(6) 2023. Reportedly, pta for the vsx device was performed, just in case, because the sheath would not rub the lumen of the vsx device. The vsx device was not stenosed. Then, the sheath was advanced from the right side successfully. After two gore® tag® conformable thoracic stent graft with active control system were implanted, an angiography revealed a type iiia endoleak. An additional touch-up ballooning was performed. The endoleak decreased but remains. Reportedly, an overlap length between two gore® tag® conformable thoracic stent graft with active control system was about 4cm. The physician decided to monitor this endoleak. On (B)(6) 2024, a reintervention was performed to treat the type iiia endoleak. It was reported a suspected type ia endoleak was also observed, but it was unknown when it occur. A gore® tag® conformable thoracic stent graft with active control system was implanted to reline the initial gore® tag® conformable thoracic stent grafts with active control system. A final angiography revealed that the type iiia endoleak and the suspected type ia endoleak were resolved.